Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. At an unknown date, it was reported that the patient was in for a routine follow up and a migrated aneurx graft was discovered. No leaks were currently noted. It is unknown whether the patient was seen for routine follow up exams. The aneurx was not opposed to the aortic wall. Thrombus was present between aneurx and aorta. The physician stated that the neck diameter of the aorta appeared to enlarge, and that an organized thrombus appeared to have formed between the stent graft and the aortic wall. As a result, an endurant ii stent graft system 282849 and 323249 were implanted. It was noted that there was not an active leak prior to or after the secondary procedure. It is unknown if there was any abdominal aortic aneurysm enlargement. No additional clinical sequelae were reported and the patient status is unknown. A review of several returned still angiogram images showed that the aneurx was approximately 5cm below the renals. The proximal neck was severely angulated. Two endurant cuffs were seen implanted from the aneurx to just below the renal arteries. Earlier post-implant images were not provided; however, the cause of the migration appears to be due to disease progression from the angulated neck.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation, method: (films); evaluation, results: inherent risk of procedure (stent graft migration), patient¿s condition affected effectiveness of device (disease progression; neck dilatation and angulated neck) evaluation, conclusion: known inherent risk of a procedure (stent graft migration), device failure related to patient condition (disease progression; neck dilatation and angulated neck).